Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. Date received by manufacturer : this product is not marketed in the us. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicmo12.6, -08.00 diopter, implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was removed on (B)(6) 2021 due to low vault. A longer length lens was implanted on (B)(6) 2021. This resolved the problem. Cause of the event is reported as unknown.